Event description:
Device did not function as expected. It was reported that "c-taper did not fit trunnion for an eon stem. Went to another 36mm +0 c-taper which fit fine."

Manufacturer narrative:
(B) (4). The device involved in the incident was returned unrepaired to the customer as the customer requested this, indicating that she will send the device to be serviced elsewhere where she knows baxter-approved parts are used as well.

Manufacturer narrative:
Additional information has been entered.

Event description:
The facility representative contacted customer service to report a colleague infusion pump that delivered too much medication to a patient. The facility representative reported that this occurred during patient therapy in the intensive care unit (ICU) and that therapy was stopped. The facility representative also stated that there was a report of patient injury or medical intervention, due to the overinfusion of an unknown drug. Additional information received from the biomed department on 09/23/09 is as follows: the last preventive maintenance service completed on this pump was on 03/20/09, and the last repair service was done on 10/30/09. The biomed indicated that the pump has not been serviced at any facility other than baxter. It was also indicated that the pump was programmed to run in units/hours. The volume expected to infuse was 30ml/hr and the pump actually infused 150ml in one to two hours. The biomed indicated that there were no audible or visible alarms or failures that occurred at the time of the incident. Despite baxter?s attempts, no additional information could be obtained regarding this event. Program: unremediated.

Manufacturer narrative:
Evaluation summary: upon receipt of the pump in the product analysis laboratory (pal) for evaluation, an event history was downloaded and reviewed, finding keypresses were recorded in 2009 (an additional 30 keypresses were added during the evaluation). Several infusions were found to have run on channels a and c on the reported occurrence date. Four infusions ran on channel a (0.2ml, 100ml, 95.2ml, 7.1ml) and 6 infusions ran on channel c (61.6ml, 75.8ml, 0.1ml, 0.4ml, 0.2ml, and 4.8ml). The rate was manipulated by changing the dosage amounts in the label mode on both channels, often while infusion was still running, so that several different rates were used. The last rate recorded on channel a was 15ml/hr, channel c was 13.2ml/hr. There was nothing in the event history to indicate an overinfusion. In addition, there was no record of any infusion being set at 30ml/hr. Extensive physical damage was observed prior to testing the pump. The front bezel was broken away from the center housing, the center housing was cracked and the pump head module (phm) display on channel a was punctured. The pump powered up normally; however the phm display on channel a did not work and a brief humming tone occurred after the initial alarm and back up beeper tones. Two accuracy tests were performed on each channel. The first was run at the last recorded customer settings (channel a: 15ml/hr, channel b: 16ml/hr, channel c:13.2ml/hr) and the second was run at 100ml/hr. At the customer rate, channel a failed the accuracy test, delivering 13.7676ml for a flow rate error of -8.02% (acceptable range is +/- 5%). All other accuracy tests passed. The phm?s were removed and it was observed that none of them had yellow dots that would be indicative of an upgrade. The pump was inspected for damage, loose connections and fluid intrusion, finding that the channel a display was broken. Chunks of loose plastic were identified inside the display when the phm was shaken. The display printed circuit board (pcb) was bent and the left side screw securing the display was making slight contact with the phm mechanism near the occlusion sensor when the tube channel was opened. A slight flat spot or scrape on the plastic near the occlusion sensor was also observed. The jaw was level and the epoxy was secure. Some minor fluid intrusion was inside the phm case near the slide clamp, but it did not appear to have infiltrated the mechanism or pcb. No loose connections or other damage was identified on the channel a phm. No damage, fluid intrusion or loose connections were identified in channel b. Minor fluid intrusion was identified inside the case on channel c, but it did not appear to have infiltrated the mechanism or pcb. Otherwise, no damage or loose connections were identified on channel c. The front bezel was opened to inspect the extent of the physical damage and debris was found lying loose at the bottom of the user interface module (uim). Debris appeared to have broken loose from the front bezel and center housing but there was no observed damage to the pcb or wire harnesses. In response to additional customer information received on 9/24/09, an additional accuracy test was performed on each channel at the customer?s reported rate of 30ml/hour for one hour each. The rate was set by programming an infusion in units/hour to the following settings: drug amount: 30 units, diluent volume: 300ml, concentration: 0.10units/ml, dose: 3.00 units/hour, rate: 30ml/hr, volume: 300ml. At this rate, channel a failed the accuracy test, delivering 27.986ml for a flow rate error of -6.71%. Channel b and c passed the testing. The reported condition of overinfusion was not confirmed or duplicated in the pal testing. Channels b and c were delivering as designed. Channel a underinfused during the pal testing. The channel a phm has not had the jaws glued as evidenced by the lack of yellow dots that would be indicative of an upgrade, and appeared to have sustained physical damage. The software version in this pump is: 5.03.00. Program: unremediated. Upon completion of baxter?s investigation of this report, the pump will be forwarded to our service department where appropriate servicing will be completed on the pump prior to being returned to the customer.

Event description:
It was reported that insulin leaked from the reservoir. The reported blood glucose reading was 550 mg/dl. Nothing further was reported.